Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported the patient had a battery in the right abdomen and one in the left abdomen. The left battery was replaced in august as a result of normal end of life. The patient claimed the battery was turning off because they would turn it on and then it turned off after a short period of time. There were no patient symptoms reported. The rep didn¿t have many specific details and wasn¿t with the patient. The rep mentioned they told the patient to get a replacement patient programmer (pp). In addition, troubleshooting steps to take and information that could be reviewed on the tablet were explained.